Manufacturer narrative:
E1: reporting institution name (B)(6). Reporting institution phone number . Reporter phone number .

Event description:
Philips received a complaint from the customer on the v60 device indicating that a proximal pressure sensor autozero failure has occurred. There was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer contacted an agent for repair and confirmed the reported failure. The issue was resolved by reconnecting the proximal line. The device passed the required performance verification tests per philips standards and was returned to service.